Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent unspecified cartridge alarms. Customer's blood glucose reached 100-200 mg/dl. Customer declined to troubleshoot with tandem technical support and loaded a new cartridge successfully.